Event description:
It was reported that the patient had an emergency backup battery (ebb) fault on (B)(6) 2026. The system controller was exchanged. Log file review was requested which revealed intermittent ebb faults due to the ebb failing the load test. No other unusual event's were noted. Exchanging the system controller resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms on the system controller (serial number (B)(6)) was confirmed via log file analysis. Backup battery fault alarms were unable to be reproduced during product testing. The heartmate 3 system controller underwent functional testing and no performance issues were observed. The system controller was connected to a mock circulatory loop and was able to operate the system for an extended period of time as intended. No atypical alarms activated throughout testing. Relevant data from the reported event date of 06apr2026 was reviewed. The log file captured backup battery fault alarms. The backup battery fault alarm was caused by the backup battery not passing its internal load test. These alarms briefly resolved, but then reactivated and remained active for the remainder of the data capture. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. Available information provided that the system controller exchange resolved the backup battery fault alarms. The root cause of the reported event was unable to be conclusively determined through this investigation. Incidental finding: wire fatigue was found. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. Section 2 also includes how to uninstall/reinstall the backup battery if replacement is ever necessary. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 IFU, (section 8, ¿equipment storage and care¿), provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.